Event description:
Reporter indicated a vns patient's generator was unable to be interrogated, and it could not be determined if the issue was with the programming wand or the patient's vns as the reporter has only one vns patient to test the programming wand with. The programming system was reported to "have not been working" for a few months. The wand battery was suspected of being depleted, as the wand battery indicator light did not illuminate. A battery life estimate performed by the manufacturer yielded 3.25 years remaining, however; nearly 6 years of programming history is missing. Device history record review for the wand and generator confirmed both devices met all final testing prior to distribution. Attempts for additional information have been unsuccessful to date.

Event description:
Reporter indicated the patient's vns generator was able to be successfully interrogated on (B)(6) 2013 following replacement of the 9 volt battery in the reporter's vns programming wand.